Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 0.2 mg/day via an implantable pump for non-malignant pain. It was reported that the patient did not feel they were getting relief from the pump. A dye study was performed on (B)(6) 2017 and they were able to aspirate under a cc from the catheter. It was noted aspiration was slow so they tried a new needle and tried repositioning the needle as well. They then attempted to inject dye, however they were unable. The hcp decided to fill the pump with saline after this. The reservoir was aspirated and they got back what they expected (expected residual volume of 28.5 ml and an actual residual volume of 28.5 ml. The hcp wanted to run the drug at the lowest rate (0.245 mg/day) and then have the saline coming behind it at the lowest rate as well. The event date was unknown. No further issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the catheter was broken and obstructed. The catheter was revised on (B)(6) 2017 and the inability to inject dye was resolved. No further issues were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 8731sc lot# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative indicated that an exploratory surgery was performed on this report date and they found that the spinal piece was broken in half, after the anchor there was 2cm of catheter, then the catheter was not attached to the spinal piece. The entire catheter was replaced. The drug information remained the same. No further complications were reported